Manufacturer narrative:
Additional information: d9: return date: 20-feb-2023. Corrected data: h6: 4629 should be omitted and 4627 should be added for correction. Claim# (B)(4).

Manufacturer narrative:
Patient weight, ethnicity and race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.00diopter, in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to patient experienced a refractive surprise. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Additional information: h3-device evaluation: returned product evaluation found the lens returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).